Manufacturer narrative:
Batch history review: the manufacturing file of this batch of vena cava filters has been reviewed. It complies with our specifications and does not present any discrepancy. No other incident has been reported on the batch sold since april 2017. The examination of the x-ray dated on (B)(6) 2017 shows: -partially expanded venatech lp filter implanted in the infra-renal ivc. No filter arm or stabilizer tangling noted. Balloon dilatation of filter attempted, resulting in filter movement to right renal vein. Filter repositioned to infra-renal ivc via endovascular forceps, resulting in completely expanded lp filter. Conclusion: the elements in our possession do not allow us to find the exact root cause of the filter non-expansion. However no filter arm tangling is noted and after manipulation the arms could be opened. This seems to indicate that the expansion failure is not due to a manufacturing defect. As it is a rare issue, no corrective action is envisaged. B braun medical sas has provided all the information currently available. In spite of all reasonable efforts being made to obtain further information, at this time we have not met with success.

Event description:
Filter legs did not open. Device did not move upon implantation, but was partially pushed into the renal vein upon balloon manipulation. Physician had to grasp the filter legs to pull the filter back into the ivc. The lp filter was placed after a temporary filter was removed upon determination that the patient would need permanent filtration.